Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the customer went to the emergency room and was subsequently hospitalized due to a blood glucose (bg) level of 303 mg/dl and an unspecified ketone level that was not identified as life threatening from a healthcare provider. Bg was treated with intravenous fluids of saline and insulin which reportedly resolved the issue. At the time of the report with tandem technical support there was no permanent damage, and the customer was still admitted to the hospital. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.